Manufacturer narrative:
D10: concomitant product: product ID: bi71000674, lot #: rev. 1 s/n: (B)(6), ubd: unknown, UDI #: unknown h2, h3: the returned slide was analyzed. It failed visual inspection. There was physical damage. The nylon strip on the slide was worn out, the strips were peeling off the slides. The slide was worn. Previously reported codes b01, c07, and d02 are applicable. The returned winch assembly was analyzed. The rep was unable to bench test due to damaged cord. Visual inspection showed one of the power cords for the motor was damaged/ cut. The "isolation" had been damaged and the wires were broken. The winch assembly was physically damaged. Previously reported codes b01, c07, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the side walls would not fully open as the motor would not engage. The gantry was noted to have blocked teflon tape in the tracks and the tracks were replaced without resolution. The door winch motor assembly was then replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The door winch assembly was returned to the manufacturer for evaluation. However, analysis has not been completed at the time of filing. Concomitant medical products: other relevant device(s) are: product ID: bi71000429, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry on this unit will only open about a 1/2 in and then begins making a popping noise but will not open further. The manufacturer representative (rep) believes it is a motion controller issue and that the mcu needs to be replaced. There was no patient present. Additional information was received. It was reported that the issue was caused by the door winch motor.